Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that both hooks of the aiming arm/ radiolucent were broken. The broken fragments were visible in the photo. No other issues were found. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287, drawing se_728332) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for aiming arm/ radiolucent would contribute to the complained device issue additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part: 03.043.029. Lot: 2024489. Release to warehouse date: 02.march.2021. Expiration date : na. Supplier: na. Manufacturing site: createc gmbh. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during the procedure, carbon fiber tabs broke off. No broken fragments were retained in the patient. This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.043.029 lot: 2024489 release to warehouse date: 02.march.2021 manufacturing site: werk selzach supplier: (B)(4). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm/ radiolucent had both of the hooks of the latch broken, fragments were received in the evidence provided. No other issues were found. The device has signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information due to be a multifactorial issue. The surgical technique guide was reviewed, the following relevant statements were found. Precautions: -ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. -do not attach the aiming arm to the insertion handle at this point. -do not exert forces on the aiming arm. These forces may prevent breakage of the device. Based on the investigation findings, the primary cause was related to the users hammering with the aiming arm in place or actually hitting on the aiming arm. A dimensional inspection for the aiming arm/ radiolucent was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.